Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2008. Since the patient complained the pain when the patient visited the hospital, and the surgeon suspected the pseudotumor because of the metal on metal. Then, it was reported that the revision surgery was performed on (B)(6) 2018 by replacing the head, the stem, the metal liner and 2 screws from the patient¿s hip joint. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.